Event description:
Boston scientific received information that a day after implant this left ventricular lead appeared to be oversensing the right ventricle. A threshold test was unsuccessful. There appeared to be no capture of the left ventricle. Technical services discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the lead was dislodged and a non-boston scientific lead was successfully implanted. Investigation is completed to date. Should additional information become available this event will be updated.